Manufacturer narrative:
The full lead was returned. Alysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high and unstable thresholds following cardioversion. The leads were replaced. No patient complications have been reported as a result of this event.